Event description:
Abbott pain mgr ii pca pump beeping "air in line". Flushed air out of line. Checked all connections, changed pca pump and still got air in line again. Changed tubing and problem resolved.